Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the 1st diagonal branch and one endeavor sprint rx drug-eluting stent implanted to the mid circumflex. Approximately 16 months post index procedure, the patient was rehospitalized due to a gastro-intestinal (gi) bleed. The patient received a blood transfusion and colectomy surgery was performed. The investigator indicated that the reported event was unrelated to the study device. Ref MFR # 9612164-2012-00319, 9612164-2012-00320.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (hemorrhage).

Event description:
The patient was not on dapt at the time of the gi bleed.

Manufacturer narrative:
(B)(4).